Event description:
The patient experienced intermittent stimulation with "bad impedances" after numerous checks; the stimulation was described as surging. The stimulation also changed with different body positions. The lead was revised; a surgical lead was placed. The patient recovered without sequela.